Manufacturer narrative:
The device was not returned to olympus for inspection, so the reported failure was not confirmed. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that the subject device had power button is defective. The issue occurred during set up / inspection for use (during set up in room / before patient in room). There were no reports of patient involvement.